Manufacturer narrative:
The user reported improvement in symptoms and planned to continue follow-up with their healthcare provider as needed. The user requested removal of the sensor, and appropriate coordination was initiated to assist with scheduling. A review of the data management system confirmed that the user stopped using the system on (B)(6) 2026. Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.

Event description:
The user reported an infection at the sensor insertion site that began around on (B)(6) 2026. The user indicated that their healthcare provider was aware of the issue, confirmed the presence of an infection, and prescribed antibiotic treatment.

Manufacturer narrative:
On june 23, 2025, the user reported ongoing difficulty obtaining a stable signal despite receipt and use of a replacement transmitter. The issue persisted despite successful pairing of the replacement transmitter and use of the current app version. Based on the persistent connectivity issues from initial use and the requirement for sustained manual pressure to maintain signal, customer care advised the user to follow up with their healthcare provider for further evaluation and potential removal of the sensor. On july 31, 2025, the user contacted the territory manager to provide an update related to sensor removal, however, no specific date of the removal was provided. No additional information was available at the time of complaint closure, and no further investigation was possible.